Manufacturer narrative:
In the initial report the product code was incorrectly identified as mfk. The correct code is poe. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date there is no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) male patient had a symfony lens implanted in each eye. Reportedly, the patient was seeing halos and glares around light sources and he had difficulties driving even in daylight. No secondary surgical procedure and no medical intervention was reported. Visual acuity pre-operative: od (oculus dexter): 0.2(uncorrected); 0.6(corrected), os (oculus sinister): 0.2 (uncorrected); 0.7(corrected). Visual acuity post-operative: od: 1.0, os: 1.0. Additional information was received and it was learnt that the patient had good one day post-op vision but became blurry at around one month post-op. The surgeon requested consultation to amo (abbott medical optics) where it was suggested to look at the ocular surface because the post op medication may be drying the cornea. The surgeon was asked to treat the patient with lubricants or dry eye medications. No further information was provided. Two mdrs will be submitted to record the two lenses implanted in the patient's eyes. This report represents serial number (B)(4).